Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 87 mg/dl. The customer stated that the insulin pump was frozen, did not deliver insulin, and would not allow the alarm to be cleared. No significant events leading to the alarm were observed. The customer stated that he had no idea what happened. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and missing end cap sticker.